Manufacturer narrative:
No lot number has been provided; therefore no DHR review and related manufacturing process reviews could be performed. Hematoma formation is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. The complainant has indicated that he would be providing additional information at a later date. Based on the limited information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is provided, a supplemental MDR will be submitted. As two devices were alleged to have been implanted an additional MDR was submitted to document information regarding the other 3dmax mesh implant. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It has been reported that on (B)(6) 2015 the patient was implanted with two 3dmax mesh devices for the treatment of bilateral hernias. As reported the patient was hospitalized one week post implant for five days due to internal bleeding. The reports that three of the five days he was in the ICU. During additional follow up with the complainant it was reported that the bleeding was from a hematoma. The complainant was asked for additional details; however he did not want to provide much detail regarding the patient's current symptoms. He did state that the patient has urinary flow issues among other (undefined) problems.

Manufacturer narrative:
This is an addendum to document the lot number of the bard mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental MDR will be submitted. As two devices were alleged to have been implanted and lot numbers for both devices have been provided, an additional supplemental MDR was submitted to document information regarding the other 3dmax mesh implant.